Manufacturer narrative:
This medwatch is for compact plus system 1. Reference medwatch with patient identifier (B)(6) for compact plus system 2.

Event description:
Customer reportedly received the following results on 2 different meters within 2 minutes: 95 mg/dl (compact plus system 1) and 179 mg/dl (compact plus system 2). No adverse event reported. The alleged product was replaced and requested for evaluation.